Event description:
Reportedly, during a follow-up on 7 june 2022, the rtt was between 10 months and 1 years and 8 months. On 23 august 2022, the rrt was displayed at 3 months, however during the following follow-up on (B)(6) the rrt was displayed at 3-5 years despite no change of parameters. The device was explanted on (B)(6) 2022 and discarded.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, during a follow-up on (B)(6) 2022, the rtt was between 10 months and 1 years and 8 months. On (B)(6) 2022, the rrt was displayed at 3 months, however during the following follow-up on 11 october the rrt was displayed at 3-5 years despite no change of parameters. The device was explanted on (B)(6) 2022 and discarded.